Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger in intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The lower auxiliary assembly was replaced.